Event description:
Caller reported an incident of hyperglycemia requiring hospitalization at a time when the aviva meter was unavailable for use due to e-9. Customer says he had not been feeling well- having leg and chest and back pain. He says he was also dizzy and weak. Customer fell down in the bathroom 2 times and wanted to check his blood sugar but the aviva meter displayed e-9. The customer used a neighbor's meter (did not give the brand of the neighbors meter) and got 289 mg/dl. They called the ems. The customer and his wife are not sure what ems did for the customer- they think he got insulin, but not sure. Customer was taken to the hospital and was admitted. He was also transferred to a different hospital for 10 days. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.